Event description:
Related manufacturer reference number: 2017865-2023-22194, related manufacturer reference number: 2017865-2023-22195. It was reported a patient presented with pocket pain. The system was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.